Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code problem code: ataxia (difficulty moving) / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) /2025. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. At the time of the interaction, the patient glucose fall within the b zone of the parker error grid. No serious or prolonged patient harm or medical intervention was reported.